Manufacturer narrative:
The excor blood pump, s/n (B)(6) on the patient at the time of the event was in use from (B)(6) 2023 until (B)(6) 2023 (82 days). We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification. On (B)(6) 2023. The pump was changed for upsizing to provide more cardiac output.

Event description:
Berlin heart inc. Was informed by the clinic on (B)(6) 2023 that the patient being supported with an excor pediatric vad system had elevated ldh level, 987 on (B)(6) 2023 and 1436 on (B)(6) 2023. The upper limit of normal for the site is 409. The site reported that the patient did not show any clinical signs of hemolysis and that the bilirubin levels were stable. The berlin heart excor pump functioned as expected with complete filling and ejection, and no abnormal noises were reported from the pump. Of note, the patient was transferred to cicu on (B)(6) 2023 for increasing respiratory support and initiation of diuretics. Started on milrinone drip on (B)(6) 2023 and epi drip on (B)(6) 2023. Patient was intubated on (B)(6) 2023 due to respiratory distress.